Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was seen in clinic for an elective atrial cardioversion. Interrogation of the device revealed that the right atrial lead was not sensing nor capturing. The atrial sensitivity was reprogrammed, and the patient was in stable condition.